Manufacturer narrative:
Further device detail is not known at this time. Additional information is pending. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was "dead". In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Codes have been updated.

Event description:
Further information received indicated that the patient did not have an abbott device implanted and the surgery in question was not regarding an abbott device. This event is no longer deemed reportable.